Event description:
A malfunction was reported on the pump which caused the customer's blood glucose level to exceed 500 mg/dl. The customer did not have a backup method for insulin delivery and required third-party assistance from his wife due to his inability to speak or drive. She planned to take him to the pharmacy for manual injections and administer them. No injury occurred due to the incident. The customer's pump was out of warranty, and they reverted to an alternate method of insulin therapy.